Manufacturer narrative:
(B)(4)

Event description:
It was reported that there is an issue with the door latch on the device. The pump door will not stay closed. There was no patient involvement.

Manufacturer narrative:
(B)(4) date sent: 1/3/2017. Per service manual operational and diagnostic analysis does confirm the pump door does not stay latched due to cracked latch.